Manufacturer narrative:
(Manufacturer narrative = t, corrected data = f) internal report # 01505127 returned meter evaluated with no defect found. Test strips not returned for evaluation. Most likely underlying root cause: mlc-20-user's test strip had poor storage (kitchen).

Event description:
Consumer reported complaint for low blood glucose results. The customer is concerned with the result of 46mg/dl. The expected fasting blood glucose test result range is 70 to 110mg/dl. The customer did not report symptoms. Medical attention is not reported as a result of the actual blood glucose results. The product is not stored by customer according to specification in the kitchen. The test strip lot manufacturer's expiration date is 11/16/2018 and open vial date is 8/14/17. The meter memory was reviewed for previous test result history: 1:55mg/dl 08/16/2017 11:07 am fasting: yes. 2:46mg/dl 08/15/2017 09:43 pm fasting: yes. 3:70mg/dl 08/15/2017 06:50 pm fasting: yes. 4:60mg/dl 08/15/2017 06:48 pm fasting: yes. 5:87mg/dl 08/15/2017 06:46 pm fasting: yes. Customer called in states her meter is reading low.